Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a deformation, voids and fold creases. A weight test of the device was verified and the device was within specification. Clouds were observed in the gel after the autoclave disinfection process. During the additional analysis, a split in the patch area, a separation of the patch/shell bond at the edge of the shell hole was observed, which is out of specification. A further investigation will be requested to analyze this case. Based on the device analysis, the final assessment is a separation of the patch/shell bond at edge of the shell hole was observed, which is not related to the reported complaint.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.